Manufacturer narrative:
The returned device was examined. It was not found stripped as reported, but rather the tip of the remover's draw rod was found to have been broken off and was not returned. The breakage is consistent with a lateral bending force exerted on the tip. The product surgical technique guide outlines proper technical use of this device.

Event description:
It was reported that the screw remover was found stripped during a routine inspection. There were no surgical or patient involvement/implications associated with this event. During sample evaluation, the screw remover was found to be broken and fractured around the thread.